Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump did not deliver a drug over the scheduled rate during delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem "device did not deliver a drug over the scheduled rate" was reproduced as under delivery. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was not determined. The mechanism door, hooks, m2/m3 springs will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.